Manufacturer narrative:
A ge service rep phoned the customer within 5 minutes of the incident and instructed the customer to reboot the system. Thereafter everything was working correctly and returned to service.

Event description:
The customer reported the table will drive to the left but not to the right. No pt or staff injury reported.